Manufacturer narrative:
The device passed testing by delivering a dose when the pt pendant was pressed. The device passed testing by delivering a dose when the pt pendant was pressed. Testing and investigation did find dried contamination on the pt pendant connector and inside the pump's pendant jack which may have prohibited electrical continuity resulting in the consumer's reported event of the device not delivering a dose when the pt pendant was pressed. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.